Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for investigation. Visual observation of the active tip indicates signs of activation and the manifold at 8 o'clock position of the tip shows signs of melting. This damage to the active tip would lead to the reported failure, confirming this complaint. Moreover, upon close inspection, it was found out that the o-ring, at the proximal end of the device, is missing. The primary purpose of this 0-ring is to provide a seal within connector handpiece, ensuring the electrical connections between the handpiece and the electrode remain saline free. A secondary purpose would also ensure a tight fit within the handpiece. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the output-error alarm continued during rotator cuff repair surgical procedure. The surgeon pushed the footswitch with the device outside the patient¿s body to check the functionality and the device sparked at the lateral side. The device was replaced by the side effect electrode with the same handpiece and the procedure was completed without further issue. The device in question was used with vapr3 with the output levels at cutting 180/coagulation 120. There was no surgical delay or harm to the patient because of this problem. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.